Event description:
It was reported that the user received an alert indicating insulin delivery had stopped, removed and replaced supplies with guided troubleshooting, and subsequently recorded capillary glucose values trending from 498 mg/dl to 479 mg/dl while still above 400 mg/dl. Symptoms included hyperglycemia. Outcomes included no reported medical intervention beyond home management and no hospitalization. Investigation included remote troubleshooting and education on supply change and contingency steps for manual insulin administration per healthcare provider guidance. Investigation of this case revealed that the device had stopped dosing and that the user did not comprehend that dosing had ceased until notified, with successful completion of supply replacement and no further device performance data available. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information.